Event description:
Boston scientific received information that during a follow up noise was noted on this right atrial lead. The pacing impedances appeared low and out of range in the bipolar configuration while when programming the configuration to unipolar normal pacing impedances were observed. There was suspected failure of this right atrial lead. The programming was left in unipolar configuration, and the lead remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.